Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event was reported. The patient reported that on (B)(6) 2019, he left his house and his cgm value was 220 mg/dl. However, while he was driving, he felt ¿something¿ was up and he stopped the car in the middle of the road with the motor running. He reported the next thing he remembered was waking up in the emergency department. He stated that per emergency medical services (ems) and the police, his cgm was alerting low and his bg per ems was low (value was not provided). He was transported to the hospital where he was treated with dextrose via intravenous (IV) therapy, fluids and orange juice. He was discharged home once his blood glucose stabilized. Since the event, he has not allowed his blood glucose to drop and occasionally he will not take his insulin in order to keep his blood glucose above 400 mg/dl, at which time he will insert a sensor, resulting in sensor failure. Although there was no allegation against the dexcom cgm system, the patient alleged this hypoglycemic event contributed to him keeping his blood glucose elevated causing the on-going sensor errors during warm-up that he reported post-event. At the time of contact, the patient had recovered and is alert. There was no report of long-term harm. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.